Event description:
It was reported that a preloaded intraocular lens (iol) did not leave the injector. Injector did not hit into the lens. Patient contact was reported as unknown. The patient's right eye (od) is in good condition. Through follow-up, it was reported that the iol did not come out of the cartridge, it was twisted and did not come out. No other information was provided.

Manufacturer narrative:
If implanted, give date: unknown/not reported; it is unknown if the iol had any patient contact. If explanted, give date: unknown/not reported; it is unknown if the iol had any patient contact. The intraocular lens (iol) was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.